Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2014 as follows: the battery compartment was observed to be cracked from the threads to the grip. Corrosion was observed in the battery compartment. A leak test failed due to the crack in the battery compartment. The pump was opened and removed from the case for further investigation and corrosion was observed on the motor flex circuit. Unrelated to the initial complaint, the display was observed to be faded and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter stated that there was a crack in the battery compartment and moisture and corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.